Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. The returned pad-pak was inserted into the device and failed to power on however the device did display a red status led and failure chirp. This would confirm the reported fault. The device was disassembled for investigation. No visual abnormalities were found with the components on the printed circuit board. Investigation found the reported fault can be attributed to failure of the flash memory chip resulting in the main device software failing to initiate and a flashing red status led and failure chirp. This also resulted in the memory and history logs being unable to download. Upon replacement of the memory chip the history and memory logs were downloaded with information from the history log indicating the fault occurred after the last log entry on the 26th april 2015.